Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The device had fluid loss from an unidentified location. There were no visible holes or leaks in the cuff or pump. The balloon was left behind. The device was replaced with a new aus device consisting of a 4.0cm cuff, 61cm prb and control pump. The patient's outcome was good. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The device had fluid loss from an unidentified location. There were no visible holes or leaks in the cuff or pump. The balloon was left behind. The device was replaced with a new aus device consisting of a 4.0cm cuff, 61cm prb and control pump. The patient's outcome was good. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Model number/catalog number 72404127 serial number (B)(4) batch/lot number 892525012 model/catalog description control pump fgs iz model number/catalog number 72400024 serial number (B)(4) batch/lot number 904960002 model/catalog description balloon, fgs